Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and compromised force sensor system. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that buttons were reacting without being pressed was the significant event leading to the keypad issues. The clock on the insulin pump advanced when observed for one minute. The customer was assisted with prime rewind. The customer stated that they were receiving a compromised force sensor system. The customer stated that the insulin pump was not dropped or bumped. The customer also stated that the drive support cap appeared normal. Per both troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). Unable to confirm compromised force sensor system alarm due to motor error alarm. Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. Insulin pump passed displacement test and self-test. Insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, stained end cap sticker, cracked battery tube thread and minor scratches on display window noted.